Manufacturer narrative:
Reporter¿s complete mailing address was not provided. Reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the motor device had an e6 (overheat warning) code. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The manufacturer address was documented as oberdorf in the initial report. This information has been updated to palm beach gardens. The manufacturer contact name, facility name and address were documented as (B)(6) in the initial report. This information has been updated to palm beach gardens. The manufacturer site name and address were documented as (B)(4) in the initial report. The location has been updated to (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had damaged bearings and damaged cable/cord/wiring. It was further determined that the device failed pre-test for no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between 5vdc line and connector body, no short circuit between sensor grid and connector body, motor thermistor assessment therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.